Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation with a mcghan textured saline device.

Event description:
Healthcare professional reported deflation with a mcghan textured saline device. This record is for the left side. Device was explanted and replaced. Device is to be returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ deflation: observed openings assessed as surgical damage and fold flaw opening. As per the investigation procedure, creases, broken plug strap and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported deflation with a mcghan textured saline device. This record is for the left side. Device was explanted and replaced. Device is to be returned.